Manufacturer narrative:
All button/keypad received with no button response due to flattened keypad dome. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. Keypad connector was found closed properly during visual inspection. Numbers do not ramp up on its own or scroll bar moving with no input. No button error alarm anomaly noted. Unable to performed functional test due to keypad anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump as well as a button error. The customer's blood glucose level was 45 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer treated their blood glucose with food and glucose tablets. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.